Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, no problem was found or replicated by analysts. No fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and no visible contamination. The event history log was reviewed and there was nothing pertaining to the reported issue. The power up process was conducted and the biomed diagnostics monitor was used to check the battery status. The reported issue was unable to be duplicated. The battery reading was at 94% and the battery readings were all normal. The cause of the issue was unable to be determined. There was no physical damage or contamination to the interconnect board. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical medfusion pump had a base hardware failure. There was no reported adverse event.